Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient encountered three infusion set cannulas kinked events within 3 hours of insertion. Event took place on (B)(6) 2024. Infusion set was in use for 24hours. Patient blood glucose at the time of issue was 377 mg/dl. The site of insertion was abdomen. Patient replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.